Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
If the leads are returned at a later date, this report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system was seen in the hospital emergency room on (B)(6) 2017 after receiving an inappropriate shocks from the device. The following day ((B)(6)) a boston scientific field representative was contacted to turn off defibrillation therapy. During that device check, noise was observed on the pace/sense channel along with poor sensing measurements (1.3 mv) and impedance measurements were greater than 3000 ohms. Noise signals could be reproduced with isometrics. The patient underwent a lead revision the following day ((B)(6)) where the physician decided to explant the active right ventricular (rv) lead (model 0293), active competitor atrial lead (model 4076), and previously abandoned competitor pace/sense rv lead (model 5076). After the pocket was closed with a new atrial and rv lead implanted, the patient's pressures dropped and the patient's heart rhythm was pulseless electrical activity. A code was called. After an hour, the patient was pronounced deceased. A transesophageal echocardiogram and echocardiogram were performed, which ruled out tamponade. The physician noted the patient had a very sick heart. The patient's ejection fraction was between 15 and 20 percent. The leads were sent to hospital pathology and are not available for return at this time.